Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the paramedics were called due to low blood glucose levels. Customer stated that the insulin pump delivered too much insulin. Blood glucose value at the time of admission was 31 mg/dl. Nothing further reported.